Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads and the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll medical corporation for evaluation. The customer's report of a "defib fault 72" message was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber assessments without duplicating the report. The pace/defib engine board was replaced as a precaution. The customer's report of an inappropriately displayed "attach pads" message was determined to meet device specifications. A review of the device log shows the device was powered on into auto AED mode with the multifunction cable shorted. If the user had exited into manual mode the device would have performed as they expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib fault 72" message an inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.